Manufacturer narrative:
Per the pump user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered the incorrect insulin to carbohydrates ratio when entering the pump settings. Customer's blood glucose level ranged between 111-112 mg/dl. Tandem technical support guided the customer through setting a maximum bolus setting to address the issue.